Event description:
The siderails on this stretcher would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. Replacement hardware was installed which resolved the problem.